Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, after tka was performed on an unknown date, the patient experienced ongoing pain. X-rays confirmed a gap on the lateral side of the tibia. The tibia was not fully seated and no bony ingrowth was observed. This adverse event was treated with a revision surgery on (B)(6) 2022, in which the femur, tibia, and insert were exchanged. As there was no issue with the patella, it was left in the patient. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the primary tibia was not fully seated and a revision (of femoral, tibial and insert¿patella retained) was performed due to ongoing pain with x-ray confirmation of lateral sided tibial gap without bony ingrowth after an unknown duration in-vivo. As of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, definitive contributing clinical factors could not be concluded. With the limited information provided, the patient impact beyond the reported pain, lack of bony ingrowth and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for porous knee system revealed in warnings that the patient should be warned and made aware of possible adverse events. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include excessive pressure on the joint, injury, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.